Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system suddenly turned off. No further information regarding the issue has been provided. No service has been performed by philips as the case was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device shut down. There was no harm reported. Philips has started an investigation of this complaint.